Event description:
It has been reported by sales rep that one of the stretchers brakes was put on backwards. When you had the stretcher in steer mode, the brake was actually on. No pt involvement or adverse consequences were reported.